Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The exact date of onset was unknown; however, it was reported that the patient was diagnosed with peritonitis in (B)(6) 2014. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the customer are the same; therefore they were provided.   A batch review will be performed for the potentially associated lot numbers h13i03018, h14a02149, and h13l08012. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with unknown antibiotics for the peritonitis event. The cause of the peritonitis was unknown. In the same month as the onset and hospitalization for the peritonitis, the patient was discharged from the hospital. The patient recovered from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.